Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent percutaneous balloon angioplasty of autologous arteriovenous fistula in the right forearm and percutaneous stent placement procedure using covera vascular covered stent. The tip of the stent delivery guide broke off and remained inside the vessel. After confirmation via ultrasound, an immediate incision was made in the cephalic vein of the upper arm. Following its removal, a cephalic vein anastomosis was performed. Post-anastomosis, the fistula exhibited a strong palpable thrill, with no impairment to its function or normal use. Procedure was completed using another device.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation, and photos were not provided which leads to inconclusive results. In this case, only very limited information was provided for this investigation. Based on provided information and as neither sample nor photos were provided for review, the investigation is closed with inconclusive results for break. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to breakage of delivery system parts. With regards to accessories, the instruction for use states, use "0.035-inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length". Regarding preparation the instruction for use states: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' Regarding preparation, the instruction for use states "examine the delivery system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the delivery system has been compromised, the device must not be used". B5, g3, h6 (patient, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent percutaneous balloon angioplasty of autologous arteriovenous fistula in the right forearm and percutaneous stent placement procedure using covera vascular covered stent. The tip of the stent delivery guide broke off and remained inside the vessel. After confirmation via ultrasound, an immediate incision was made in the cephalic vein of the upper arm. Following its removal, a cephalic vein anastomosis was performed. Post-anastomosis, the fistula exhibited a strong palpable thrill, with no impairment to its function or normal use. Procedure was completed using another device. The current status of patient is unknown.